Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - material separation; charred; melted; stretched; burn of device or device component. (B)(4).

Event description:
The procedure was started using setting 9 per internal (B)(6) procedures, but the doctor requested that the tech use setting 12. The fiber and laser operated at optimal performance for about an hour. Then, they smelled something burning. The procedure was stopped. They noticed the piece between the laser and the fiber had burned off. They removed the laser fiber from the laser and completed the procedure with a different b365 fiber. This information is documented as reported to trimedyne, inc.